Manufacturer narrative:
Additional information: similar product to 190-000. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m163966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m163966 and test base part number 190-430 / lot m163966. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163966 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Reference related MFR. Report number 1221359-2022-03356.

Event description:
The customer reported conflicting results with the ID now covid-19 assay on (B)(6) 2021 with two different lot numbers. The patient initially tested positive with the ID now covid-19 assay on a direct tested nasopharyngeal swab sample (lot number m163977). Repeat testing was performed with the same nasopharyngeal swab sample and ID now covid-19 assay sample receiver which generated a negative result (lot number m163966). Confirmatory pcr testing was not performed. No additional information including patient health status or outcome was provided.